Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of abdominal pain and peritonitis, which required hospitalization and precipitated a transition to hd therapy. The cause of the events is currently unknown; therefore, causality cannot be established. However, individuals undergoing pd therapy are at high risk for developing infections of the peritoneum. Limited additional information precludes an extensive and meaningful investigation. Based on the totality of the information available, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the event(s). While there is no allegation of a product(s) or device(s) malfunction; the lack of product/device availability for manufacturer evaluation, and the absence of detailed follow-up. There is insufficient evidence to disassociate the liberty select cycler or liberty cycler set from the event(s). Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for approximately one year, was hospitalized for three weeks due to peritonitis. During follow-up, the patient confirmed her hospitalization for abdominal pain and peritonitis and stated she has recovered from the events. The patient reported her pd catheter (not a fresenius product) was surgically removed during the hospitalization and a permanent tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient stated ccpd was too difficult to manage at home alone, and she requested to return to hd for renal replacement therapy. The patient reported she permanently transitioned to in-center hd the week of (B)(6) 2020. The patient is tolerating the transition to hd without issue. Upon further follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was revealed that the patient is non-compliant (skips clinic appointments), however specifics were not provided as to how the patient's non-compliance contributed to the peritonitis event. Subsequent attempts to obtain additional information have thus far proven unsuccessful, and to date, the manufacturer did not receive the patient¿s liberty select cycler or liberty cycler set for evaluation.

Event description:
Received notification from the plant on (B)(6) 2020 that the patient's cycler was received and a physical evaluation was completed.

Manufacturer narrative:
Correction: h6- method (c139460), result (c92084) (new information replacing previous submission) plant investigation: the actual device was returned to the manufacturer. During an external visual inspection the rear panel was found to be pushed inward on the right side, the heater tray was bent, the top cover cabinet was making contact with the tray, and the front panel overlay has an improper gap with the front panel bezel.. An as-received simulated treatment was initiated and alarmed m65 scale reading error during fill 1. The alarm was cleared and the treatment advanced and completed. There were no fluid leaks during the simulated treatment. The m65 alarm was caused by the heater tray making contact with the top cover cabinet. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The interior inspection showed that the right side, top cover cabinet screw recesses were cracked and broken off. In addition, there were indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The fluid leak determination & disposition vacuum test failed. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.